Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee on december 2019. Deviations during assembly did not occur. The product was finally tested as article fx440t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no visible deviations were found. A leakage could not be confirmed during optical inspection with the microscope as well. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. No leakage was detected during the permeability test either. Results: based on our investigation results, we cannot identify a leakage between reservoir and valve. We can exclude a defect at the time of release. The hunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is complete.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys ped.w/sa15 a.prechamber (part # fx440t) was used during a procedure performed on an unknown date. According to the complainant, during the surgery, a leakage was observed in the catheter between the reservoir and the pressure regulating valve. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.